Event description:
It was reported that a catheter leak occurred. The stenosed target lesion was located in the right coronary artery (rca). A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon did not open and when it was tested outside the patient, the balloon had a catheter leak. The procedure was completed with another of the same device. There were no patient complications reported post procedure.